Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address femoral loosening and subsidence, as well as metallosis. It was also reported that the pt had a fracture of the greater trochanter and had also had four previous surgeries, although no info is available about those.